Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was lost; therefore, the event cause could not be determined. Correspondence has been sent out to the customer for additional information. Once the device information has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic flow diverter or would not open in distal segment and had to be removed from the patient. The flow diverter was replaced by a medtronic device to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization of an unruptured square aneurysm measuring 7mm x 7mm located in the right posterior communicating artery. The distal and proximal landing zone was 3.5mm x 4.87mm and the vasculature was moderate in tortuosity. Patient was on dual antiplatelet therapy. Ancillary devices: synchro 2 soft guidewire, phenom 27 (ja19-042) microcatheter, navien .058 (a891559) guide catheter, cook shuttle sheath 6fr